Event description:
It was reported that the patient received a durom acetabular cup on (B)(6) 2008 and was revised on (B)(6) 2011 due to loosening.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The specific device has not been returned for review. The device history record has been reviewed and no issues identified. There is no evidence that a product failure caused the necessary revision. Zimmer did not approve the used resurfacing product combination in the united states. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).